Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge alarms (alarm 29) occurred during the load process with multiple cartridges. Blood glucose was 126 mg/dl. Reportedly, customer had manual injections available as alternate insulin therapy.